Event description:
The patient was in surgery, when the physician noted that the tidal volume was giving an incorrect read out. An engineer from germany visited our facility and was unable to troubleshoot. A loaner is on the way to our facility.